Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went off pump therapy on (B)(6) 2016 due to high blood glucose readings in the 400-500 mg/dl range. Customer stated that her blood glucose was higher while she was on the insulin pump. Cusotmer declined a transfer to the helpline. Customer took the pump off for a while and will try it again down the line.